Event description:
It was reported that a clearlink system, solution set dripping outside the tubing set during patient administration; the drip was coming from the bottom of the drip chamber. The device was filled with unspecified chemotherapy drug. The infusion was stopped and the leak was cleaned up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.